Event description:
It was reported that the gastroduodenal ftrd was used for the treatment of a net in the duodenum. Clip application was not verified prior to tissue resection. The resulting perforation was closed with clips within the same procedure. No further information on the patient´s state of health is available.

Manufacturer narrative:
The device in question was returned to ovesco for technical analysis. Upon arrival the clip was still on the cap. The clip was slightly advanced on one side. During technical analysis the clip could be applied with normal force. All components were inspected and no deviation from product specification could be found. No product malfunction could be detected. In regard to the localization of the treatment, it cannot be excluded that high counterpressure towards the clip was applied. In this case more force may be needed to apply the clip successfully. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. If the clip application is not verified prior to tissue resection, a perforation can occur. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2021.